Event description:
It was reported that the patient was admitted to the emergency room with heart rate of twenty-five beats per minute due to loss of pacing, high battery impedance, and sudden battery depletion. It was also reported that it was not possible to communicate with the device. The patient was implanted with a temporary implantable pulse generator (ipg) and the permanent device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).